Event description:
The information provided to sjm indicated a 25mm epic valve was implanted on (B)(6), 2008. An echocardiogram revealed thickened and calcified leaflets. Pannus, stenosis and a high gradient of 70mmhg were also reported. Regurgitation was moderate. The valve was explanted on (B)(6), 2013. The patient was later discharged.